Manufacturer narrative:
Trackwise ID #: (B)(4). Corrected sections: b-1 adverse event/product problem: corrected from "product problem" to "adverse event & product problem." Corrected section b-5 describe event or problem ro reflect the corrected information. Corrected h1 type of reportable event: from "malfunction" to "serious injury."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed with a patient on the table under anesthesia. The cord worked for the majority of the case. However, in the this case, they cold not swap out the cord because no sterile cords were available. They eventually finished the case by cutting the leg. One incision was made to elongate the initial incision at the knee. A second small cut was made mid-thigh to get one remaining branch that was difficult to reach when doing the case.

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed with a patient on the table under anesthesia. The cord worked for the majority of the case. However, in the this case, they couldn¿t swap out the cord because no sterile cords were available. They eventually finished the case by cutting the leg. One incision was made to elongate the initial incision at the knee. A second small cut was made mid-thigh to get one remaining branch that was difficult to reach when doing the case.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed with a patient on the table under anesthesia. A replacement device was used to complete the procedure. The hospital did not report any patient effects.